Event description:
Related manufacturer reference number: 3006705815-2022-00011, 3006705815-2022-00012. It was reported that patient¿s leads migrated. The issue was confirmed with x-rays. Surgical intervention was undertaken where in the leads were explanted and replaced to address the issue. Also during the procedure it was discovered the ipg had flipped in the pocked so it was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event: date of event is estimated.